Manufacturer narrative:
A ge service rep performed an on site investigation. The system was unplugged to shut down causing error. The system was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a corrupt file error message. No pt injury was reported.